Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg pocket site was starting to open back up at the corner. Patient derma bonded back together. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicated a manufacturer representative met with patient on (B)(4) 2025 confirming the wound has healed.